Event description:
The customer reported a false positive architect stat high sensitive troponin-I for a patient sample while running on the architect i2000sr analyzer. The following data was provided: sid (B)(6): 23/08 1h37 = 110.3 pg/ml. 23/08 3h18 = 6.3 pg/ml - first rerun. 23/08 3h50 = 6.2 pg/ml - second rerun. The customer¿s cut off for this patient¿s sample is 15.6 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available. Postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat high sensitive troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicated that the reagent lot performs as expected for this product. The review of tracking and trending did not identify any related trends for the product and for the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The review showed that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. The device history record was reviewed and did not identify any non-conformances, potential non-conformances or deviations associated with lot number 40064ud00 and complaint issue. Labeling was reviewed which adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 40064ud00 was identified.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.